Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is return to mmd.

Event description:
The initial reporter stated that the pump did not deliver accurately and did not alarm. They did not specify what alarm was expected. Mmd did follow up with the initial reporter, who stated that the complaint occurred during testing and had not affected a patient. No additional information was provided. (B)(4).